Event description:
Customer reported that there had been communication issues between the sensors and the insulin pump. He also reported that the sensors gave inaccurate readings. He stated that the insulin pump alarmed when the sensor read under 100 mg/dl, but that the blood glucose was actually 140 mg/dl. He also reported a low blood glucose of 37 mg/dl and that he was woken up by his dog and was able to treat without calling for help. Customer stated that the blood glucose can be as low as 30 mg/dl and he could still feel fine. At the time of the report, the blood glucose reading was 180 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.